Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier had too many sterilizations yet had multiple fires to use. There was no report of patient involvement.